Event description:
It was reported that the patient experience drug withdrawal, nausea, and dizziness concurrent with previously reported symptoms of chills and sweats.

Event description:
It was reported there was a motor stall. The motor stall was confirmed in the event logs with no motor stall recovery. It was unknown what caused the motor stall. It was noted the pump logs indicated 4 instances of motor stalls with recovers and then a motor stall on (B)(6) 2012, with no recovery. The patient experienced flu-like symptoms, increase in pain, headaches, malaise. On (B)(6) 2012, it was reported the patient's pump was scheduled to be replaced. A dye study was planned to be completed prior to the pump replacement to confirm catheter function. The pump and catheter were explanted on (B)(6) 2012. A rotor study was performed and it was determined the rotor had stopped. On (B)(6) 2012, it was reported the dye study completed on (B)(6) 2012 showed an occlusion. In addition to the previously listed symptoms it was also reported the patient experienced ''chills and sweats.'' It was noted the patient recovered without sequelae. The device system was used to deliver clonidine and dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump and motor revealed gear train anomaly; corrosion; feed thru anomaly. Analysis of the catheter revealed no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.